Manufacturer narrative:
An event regarding periprosthetic fracture involving a uhr head was reported. Conclusion: it was reported that there was hip revision due to periprosthetic fracture of left femure. Based on the provided information, the product reported in this investigation did not contribute to the event. There is no allegation or evidence of failure against the uhr head. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Sales rep reported patient had primary revision surgery of hip due to fall at home while using a walker. Implants removed. Restoration modular cone conical was used as a substitute.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Sales rep reported patient had primary revision surgery of hip due to fall at home while using a walker. Implants removed. Restoration modular cone conical was used as a substitute.